Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent inadequate apposition occurred. The target lesion was located in the proximal right coronary artery. A 6f non-bsc guide catheter was inserted and a forte mod with markers guide wire was advanced to the lesion. A 4.00 x 20mm synergy ii drug-eluting stent (des) was implanted in the lesion; however, it was noted that the mid portion of the stent was not fully expanded. A 4.00mm x 12mm nc emerge balloon catheter was advanced to post dilate the implanted stent. However, during the fourth inflation at 25 atmospheres after 36 seconds, the balloon ruptured. During removal, the balloon hung up on the proximal edge of the stent. The device was removed together with the forte wire. Once outside of the patient, it was noted that the balloon ruptured horizontally and a portion of the balloon was left inside the patient. On the next contrast injection, there was a slight hazy appearance on the proximal edge of the synergy des. It was suspected to be a portion of the balloon material. A new 4.0x12mm synergy des was advanced and deployed overlapping the proximal portion of the previous implanted stent. The stent balloon was used for post dilation following deployment. Final images showed a good result. No further patient complications were reported and the patient was stable throughout the procedure and returned to the floor post procedure.